Event description:
The consumer reported that the patient had a tooth type of 2, stability was achieved after prosthetic restoration, the consumer also reported that implant did osseointegrate, but primary stability was achieved. Consumer also reported immediate extraction of the site.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, stability was achieved after prosthetic restoration, the consumer also reported that implant did osseointegrate, but primary stability was achieved. Consumer also reported immediate extraction of the site.